Manufacturer narrative:
Other text: additional information is provided in d.10., h.2., h.3., and h.6. One sample was received for evaluation. Visual inspection revealed no physical damage. Performed a soft shake and on the device and event was confirmed. The battery ribbon was loose causing the rattle. The battery ribbon needed to be pulled taut and held down with a battery. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that something was "rattling" inside the machine itself. No patient involvement was reported.